Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s scs system was not providing relief. The patient reported picking up boxes at their job. Field representative reported increasing the amplitude, but the patient was unable to receive pain relief. The field representative also performed diagnostics confirming low impedances. X-rays revealed lead migration. As a result, the patient is awaiting surgical intervention.

Event description:
It was reported that the patient had surgery on (B)(6) 2018 and the lead was explanted and replaced. Effective therapy was established post operatively.

Event description:
The issue pertaining to the cerebrospinal fluid (csf) leak that occurred on (B)(6) 2018 was reported within MFR report # 1627487-2018-12652.

Event description:
Follow-up information provided the patient¿s lead had migrated to ipg pocket site. The patient lost effective coverage. During the procedure, as the physician was placing the needle for the new lead, he experienced a wet tap and decided it would be best to abandon the case. The patient still has the migrated lead implanted. The patient will be rescheduled for another attempt to place a new lead at a later time.